Event description:
The manufacturer received information alleging a failure of the ventilator's external flow sensor adapter. The device was not in patient use. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's flow sensor cable was replaced to address the issue.